Event description:
It was reported that the patient had an ambicor penile prosthesis placed in 2009, which indicates that it has damage on the right side. Additional information received indicated the right side of the prosthesis was not inflated due to a leak in the system preventing the rigidity of the erection.